Event description:
It was reported the physician had placed a lead during a permanent implant procedure when the physician noted there may have been a wet tap. It was reported the physician removed the lead and aborted the procedure. It was reported the patient developed a headache about 45 to 60 minutes after the procedure. Follow up identified the physician had successfully implanted a scs system at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.